Manufacturer narrative:
The device was returned to zoll medical corporation. The pads used were disposed and unavailable for evaluation. The customer's report was not replicated or confirmed. The device passed shock testing and bench handling without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed that there are two shocks on the reported event date of (B)(6) 2021. Both shocks were delivered at 200 joules and all results and impedances were found to be within specification. There is no indication of a device malfunction. It is important to note that good skin preparation and coupling does not guarantee a burn will not occur and burns from defibrillation are an expected risk. No images of the reported burn were provided. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained burns. The customer was unable to provide information on the degree of the burns.